Manufacturer narrative:
Citation: amat-santos et al. Latest-iteration balloon- and self-expandable transcatheter valves for severe bicuspid aortic stenosis: the triton study. Rev esp cardiol. 2023 mar 9;s1885-5857(23)00067-1. Doi: 10.1016/j.rec.2023.03.002. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Literature was reviewed regarding balloon- and self-expandable transcatheter valves for severe bicuspid aortic stenosis. The study population included 360 patients who were predominantly male with a mean age of 76.6 years.  Of these patients, an undisclosed number were implanted with a medtronic evolut pro+ bioprosthetic valve.  Among all evolut pro+ patients adverse events included: valve migration, hemodynamic instability, arrhythmia requiring permanent pacemaker implant, renal failure, bleeding or vascular complication, stroke, moderate to severe aortic regurgitation (ar), and patient-prosthesis mismatch (ppm).  No additional adverse patient effects were noted.